Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The oxygen (o2) sensor was observed to meet output requirements during ambient air testing, but the sensor output was low and inconsistent during calibration, causing intermittent failures. The o2 sensor was installed into the luo epgs and failed calibration. It was determined that the o2 sensor did not meet specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance of the device, the electronic patient gas system (epgs) failed to calibrate. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the oxygen (o2) sensor which did not resolve the issue. The fsr replaced the epgs and completed release testing. The unit operated to the manufacturer's specifications. Per data log review: the gas system was replaced before exporting the logs so the correct gas system log was not provided. The system log does show more than 10 calibration attempts on 22feb2023, indicating a problem with the calibration but not the failure reason.